Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when using the glidesheath slender device, the sheath kinked at the proximal end of the sheath, not allowing the catheter to pass. There was no harm to the patient. The procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Kinks have been known to be caused by off-axis forces, however, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 21, 2018. There was no abnormal blood loss due to the event, just the normal 10cc's per procedure.